Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 : 42502006201 - femur cemented cruciate retaining (cr) narrow left size 7 - 63937361. 42532007101 - tibia cemented 5 degree stemmed left size e - 65096871. 42540200029 - all-poly patella cemented 29 mm diameter - 65351874. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 2 years post-op, the patient was revised due to instability and pain. The poly was swapped. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2 : foreign country : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.